Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the device kicked into turbo. The patient had pain in their right knee, which radiated down their lower leg into their right foot. It was noted that the patient was reprogrammed on (B)(6) 2019. Additional information was received on 2019-11-14. It was reported that the patient had pain in their right knee and it radiated down their lower leg into their right foot. This was noted to not be due to programming, but possibly related to the device/therapy. The patient was reprogrammed on (B)(6) 2019 and the therapy was suspended the following day. The patient noted they tried to use the device, starting at 0.5 and increasing to 1.5, but that made their foot start hurting so they turned it off. On (B)(6) 2019 fluoroscopic imaging was obtained and noted that both leads were in place and there was no migration. On (B)(6) 2019 a right knee x-ray was done and some changes of osteolysis in the tibial and femoral parts were noted. An MRI on (B)(6) 2019 noted the device placement was adequate and there was cervical disc degenerative disease (ddd) and spinal stenosis. The patient was going to follow-up with a surgeon for a better understanding. The device ended up being explanted and not replaced on (B)(6) 2019 and the issue was noted to be resolved without sequelae. It was also reported that a cause for the device kicking into turbo was not determined, but the explant resolved this.